Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was no volume from the device. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that during the setup of the ventilator, the customer respiratory staff observed that the device did not have any volume output. The device was provided to the hospital biomedical engineer (bme) who stated that there were no alarms or errors in the event log stating anything about volume. The customer requested from the rse how to troubleshoot and verify the volume. The rse instructed the customer to restore factory defaults and then perform tests 4 through 10 to verify the device was operational. The customer reported being unable to duplicate error with test connector and test lung. Good faith efforts (gfes) are being completed to confirm the completion of the troubleshooting steps advised and to confirm resolution of the allegation. This investigation is ongoing.